Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary two photos returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the first showed the pump back part. Second photo reveled that the expansion chamber is overfilled, however it is not possible to verify if the tube that goes connected to the pump's pressure sensor is fully connected. Also the tubes are not correctly placed in to the roller pump. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump; when the tubing was connected into pump's pressure sensor, the pump's connector lock pin was not firmly pushed with the tubbing, therefore, the connector did not closed well and the pressure sensor did not detect the fluid level overfilling the expansion chamber. As per operator's pump manual, troubleshooting; there is too much water in the pressure chamber. An air leak in the line may have developed. Check that the connections on the inflow and pressure sensing tube are closed. If necessary, change the inflow tubing and start again. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the lot number was unknown; therefore, the expiration date and device manufacture date were unknown. UDI: (B)(4). Incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep in singapore that during an anterior cruciate ligament reconstruction repair procedure on (B)(6) 2023, it was observed that the fms fluid management system inflow tubing (fms vue) device and fms vue pump device were not working while being used together. The inflow set were replaced twice, but it continued to fill the chamber up to the brim. Another like device was used to complete the procedure with a five-minute delay. There were no adverse patient consequences reported. No additional information was provided.